Manufacturer narrative:
This report is being filed against an ex-us product (6c37-30) which has a similar product (1l79) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that a sample from a dialysis patient generated (B)(4) results for the architect anti-hcv assay compared to (B)(6) results generated with the roche method. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Returns were not available. Testing of retained material of reagent lot 37217li00 met specifications; controls showed values within the typical range. Analytical sensitivity was evaluated which met specifications and the results were in the typical range and no false non-reactive results were obtained. The clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Lot number 37217li00 detected the same bleeds as reactive with comparable values for the seroconversion panels. Based on these data it was shown that the sensitivity performance for the lot in question is not adversely affected. The complaint records for the affected lot number were also reviewed. This review did not identify any problems related to this issue. The customer was advised that due to differences in assay formats and technologies, specimens that are not detected by one assay may be detected by another, and vice versa. No assay has 100% sensitivity or specificity in all populations. The customer was also referred to the sensitivity specification outlined in the architect anti-hcv reagent package insert which indicates that such cases occur very infrequently. Based on the evaluation of 10,624 specimens, the sensitivity was 99.10% with a 95% confidence interval of 96.77% to 99.89%. Based on the evaluation results, no malfunction or product deficiency were identified to be related to this issue